Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, her insulin pump alarmed no delivery during manual prime. Customer's blood glucose is 415 mg/dl. She treated with a manual injection. The connection was verified. Insulin exited the tubing when customer manually pushed it with a plunger. Customer reinserted the reservoir and ran a manual prime and the device did not alarm no delivery. Customer was advised the device is working as designed. Nothing further reported.